Event description:
(B)(6) (rn) stated that when the 1052 doppler was laying on the table (siemens operating table), he unplugged the doppler probe with his right hand while his left hand was on the rail at the foot of the table. He indicated he received a shock at that time.